Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump after running for several hours exhibited continuous beeping. Per reporter, patient was able to get the pump shut off and returned to the office. Per reporter, the pump was stopped and batteries taken out, it continued to beep for at least an hour. Per reporter no additional information is available at this time. No adverse patient effects were reported.